Event description:
The hospital rep reported a fail code 550, which occurred during biomed testing when the device was powered on. Additional contact info was requested but no additional contact was identified. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.